Manufacturer narrative:
(B)(4).

Event description:
The consumer and manufacturer representative reported that the patient had no therapeutic effect since implant on (B)(6) 2015. The patient was very sick at the time of implant and was willing to try anything. Following implant the patient had no change in therapy and they didn't think it helped at all. Two months ago the patient was diagnosed with irritable bowel syndrome (ibs). The patient realized the ins was not indicated for ibs and may have the ins removed for this reason. The patient had pain at the implantable neurostimulator (ins) site. The patient called their health care provider (hcp) and turned the ins off. The patient would have an appointment with their hcp on (B)(6) 2016. The patient wanted their system removed and it was removed on (B)(6) 2016. The system was explanted completely and was not replaced. The issue was resolved. The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor.